Event description:
Pt achieved fusion, but interior screw began to back out. Pt was brought back in and plates and screws were removed. No hardware was replaced since fusion had occurred. Part involved was an acp-243 lot # 090109pm04.

Manufacturer narrative:
An investigation was initiated upon the receipt of the report. The device history record was reviewed to verify that the devices were manufactured within the specifications, maintained, and distributed in accordance with applicable procedures. No discrepancies were found. Summary: a study of the failed hardware shows that the screw began backing out due to stresses imparted into it by excessive flexing of the plate bridging the vertebrae. With its change in axial position and continued flexing of the plate, both tensile and bending stresses were put into the cylindrical portion of the locking tab. The actual contact was between one area of the top of the screw head and one corner of the under surface of the locking tab. There were heavy witness marks left in each of these locations. The repetitive stresses at this location caused a bending fatigue fracture to initiate in the cylindrical portion of the locking tab. The fracture initiation point is in line with the witness mark on the corner of the underside of the flat section of the tab, and the fracture termination is 180 degrees opposite the origin. The tensile bending stresses must have been quite high as the screw head exerted a prying motion on the tab. As the fatigue fracture progressed, the screw was able to back out more and more and leaned over in an exit angle that caused galling to occur between the neck of the screw and one side of the screw hole in the plate. This could only get worse after the tab broke off completely. Conclusion: stresses from the flexing of the vertebrae and the plate bridging them caused the screw to begin backing out. This placed bending stress on the locking tab, which exceeded the allowable design load.